Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos do show the customer¿s failure mode of ¿hemolysis and red cell hang-up. The device history records were reviewed with no issues being identified. There were no related quality notifications for the stated lot. All process and final inspections comply with specification requirements. Based on evaluation of the complaint information for red cell hang-up and hemolysis and evaluation of the photos received, the customer¿s product issue of red cell hang-up and hemolysis was observed during visual evaluation where poor cell separation happened. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Bd ids acknowledges that the customer has had an issue with the incident lot. Review of the returned photos confirmed hemolysis and red cell hang-up. Due to the reporting of this issue just prior to the expiration of the product, further investigation of retention samples was not possible. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported hemolysis occurred after use with a bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml. This occurred on 6 occasions with 2 patients, 3 instances each. The following information was provided by the initial reporter: having serious contamination issues and he believes its rbc contamination. Happened with both patient samples and healthy blood. Latest data -. 2 patients, 3 tubes each. 4ml tubes failed for both, but 8ml tubes fine, so he believes its a problem with the tubes...

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported hemolysis occurred after use with a bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml. This occurred on 6 occasions with 2 patients, 3 instances each. The following information was provided by the initial reporter: having serious contamination issues and he believes its rbc contamination. Happened with both patient samples and healthy blood. Latest data -. 2 patients, 3 tubes each. 4ml tubes failed for both, but 8ml tubes fine, so he believes its a problem with the tubes...